Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the device was received and evaluated at the service center. There was no allegation of malfunction against the device from the customer, however, defects were found with the device during service evaluation. It was found that the right bezel insert and pinch valve guard were broken. Further, door mounting post was replaced to address the issue of the locking up of the irrigation pressure arm assembly. Also replaced worn fingers on pressure arm housing (preventive maintenance) with tip replacement kit. Per sb, performed software upgrade to 3.11 to address the issue of the pump not recognizing the accessory devices and the lower bezel assembly was replaced as per ncr#20-00007. The device was tested and found to be working according to specifications. User mishandling of the device or a probable fall is the most likely cause of the physical damage to the components of the pump. A manufacturing record evaluation was performed for the finished device (serial number : (B)(6)), and no non-conformances related to the reported complaint condition were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during service and repair, it was determined that the pump device had broken right bezel insert and pinch valve guard. It was further reported that the irrigation pressure arm assembly was locking up. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.